Event description:
It was reported that on (B)(6) 2022, an unknown amplatzer occluder was chosen for implant using a 9f amplatzer torqvue delivery system. When the device was attempted to deploy inside the patient, the first disc deployed in a cobra like shape. The deformed device was not released from the delivery cable while inside the patient. The occluder was removed and tested outside the patient but continued to take the same cobra headed shape. The device was discarded and a 9mm amplatzer duct occluder was chosen as for implant. The replacement device was successfully implanted. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay. The patient was reported as stable and discharged.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Subsequent to the previously filed report, additional information was received: it was reported that a a 16-14mm amplatzer duct occluder was chosen for implant. This occluder was deployed in a cobra like shape. The replacement device that was successfully implanted was another 16-14mm amplatzer duct occluder.

Manufacturer narrative:
An event of device deformation was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the available information, the cause of the reported event could not be conclusively determined; however is consistent with use of larger sheath, as use of a larger sheath may influence deformations of the device. Please note that per the instructions for use, the recommended size delivery system for use with a 16-14 mm amplatzer duct occluder is an 7f.d2: device name and procode was corrected.